Event description:
A malfunction on the pump was reported, but there was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump. The customer was instructed on using a backup insulin pump to ensure continuous insulin delivery and was advised that their replacement pump would have updated software.